Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a red alert for high out of range pacing impedance measurements on the right ventricular (rv) channel. Subsequently, this ICD was successfully explanted and replaced with another device. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.